Event description:
It is reported that the device was implanted in 2001. The device was revised in 2008, due to the device breaking.

Manufacturer narrative:
Eval summary: the use of components (femoral head and stem in this case) not manufactured or distributed by zimmer with zimmer manufactured products (poly liner and shell in this case) is not approved for use. It is mentioned on the package insert that off-label use is contraindicated. The liner breakage might have been caused due to fatigue. No cause analysis can be performed with certainty. Eval: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.